Event description:
It was also reported that on the date and time of the alarms, an audible alarm was not heard.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The controller was able to display alarms properly and all controller sound alarms were audible. As a result, the reported no sound event was not confirmed. Review of the controller log files revealed that the controller logged five (5) entries in the event file on (B)(6) 2020, between 22:19:01 and 23:14:34, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. A controller fault alarm was simultaneously recorded at the time of the third pmc reset at 22:25:18, due to the pump not starting after the pmc reset. Log file analysis also revealed three (3) controller power up events logged on (B)(6) 2020 at 22:25:48, 22:26:46, and 22:28:24. The controller was without power for 12 seconds, 19 seconds, and 14 seconds, respectively. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the controller fault alarm or the pmc resets could not be replicated. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on risk documentation and the available information, the most likely root cause of the reported controller fault alarm and observed pmc resets can be attributed, but not limited, to a temporary memory corruption. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and unexpected losses of power. The controller was exchanged. No patient complications have been reported as a result of this event.